Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that anti-tachycardia pacing therapy was delivered but the rhythm converted back to ventricular tachycardia (vt). The patient received drug therapy and the vt resolved. The device is still in use. No further patient complications have been reported as a result of this event.